Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light was insufficient. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction is no problem detected. The investigation also found that the light was insufficient due to the universal cable failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported leakage present during reprocessing involving a rigid video laparoscope. There were no reports of patient involvement.